Manufacturer narrative:
Unit received with constant rf pic failed self-test alarm due to a faulty y1 on the rf board. Unable to perform self-test and displacement test or verify e13/a13, e22, e52/a52 alarms due to rf pic failed self-test alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.